Manufacturer narrative:
(B)(4). Medical devices: articular surface medial congruent (mc) right 11 mm height catalog#: 42522101011 lot#: 64650002, tibia cemented 5 degree stemmed right size g catalog#: 42532007902 lot#: 65009341, all poly patella cemented 38 mm diameter catalog#: 42540000038 lot#: 64843541. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, approximately six months post-implantation, a follow-up x-ray indicated a piece has chipped off of the femoral component. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Suggested component code: mechanical g4-femur. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: small fracture along the lateral aspect of the lateral femoral condyle. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for these item(s) and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.